Manufacturer narrative:
Actual sample was returned and determined to be an entriflex tube. The stylet was stuck in the tube, but was easily removed after the tube was flushed with water. We have found that customer technique problems or excess hydromer coating cause these types of problems. There was no excess hydromer in the returned tube. The lot history was unremarkable with regard to the report. We believe the probable cause of the report was the customer failing to follow the label instructions for use.

Event description:
Customer reports, "dobbhoff inserted. Unable to discontinue guidewire. Dobbhoff taken out. Guidewire came with too much resistance and we were unable to put the guidewire back in. New dobbhoff inserted."